Manufacturer narrative:
Additional devices investigated: plc121400, serial no. (B)(4), UDI: (B)(4), pll161007, serial no. (B)(4), UDI: (B)(4). A review of the manufacturing records verified the lots met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2021 a patient was undergoing treatment of bilateral iliac artery aneurysm with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. Following deployment of the ceb23231010 on the right, attempts were made to access the internal iliac artery with a wire, however the wire kept landing subliminally, so the right side was left untreated. Attempts were made to treat the left side with the gore® excluder® iliac branch endoprostheses, but the internal iliac artery was too short. A decision was made to use a gore® viabahn® vbx balloon expandable endoprosthesis. Following implantation of the viabahn® vbx balloon expandable endoprosthesis, blood flow was sluggish and by the end of the procedure this device was occluded, either due to poor outflow or a distal dissection possibly from the shoulders of the viabahn® vbx balloon expandable endoprosthesis balloon. Some time following the procedure, the patient developed spinal cord ischemia due to lack of perfusion to the inferior mesenteric and iliac arteries. An unexplained stroke was also recognized. This report address ischemic events possibly associated with the gore® excluder® aaa endoprostheses.

Manufacturer narrative:
Added g3/g4, h1/h2, h6: component and conclusion code. The gore(r) excluder(r) aaa endoprosthesis IFU states adverse events that may occur and / or require intervention include: embolization (micro and macro) with transient or permanent ischemia, neurologic damage, local or systemic (e.g. Stroke).